Manufacturer narrative:
Continuation of d10: product ID b3300533. Serial# (B)(6). Implanted: (B)(6) 2025. Product type lead product ID b3400060. Serial# (B)(6). Implanted: (B)(6) 2025. Product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: (B)(6), ubd: 04-sep-2027, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 03-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare professional noted concern about a bipolar impedance trend even though impedance values were not out of range. The patient, who had been experiencing good results since implantation, later reported intermittent pain and intermittent discomfort on the right back of the neck and shoulder. The allied healthcare provider voiced concerned that the lead could be defective. At the appointment, the patient was not experiencing pain. Diagnostics/troubleshooting performed included performing multiple impedance tests, using different arm positions, and reprogramming to rule out a stimulation-induced side effect and to achieve benefit without pain. Impedance testing on monopolar and bipolar pairs was within normal limits and the patient requested trying one of the original programs as they liked that better. The patient was reassured that impedances were checked at every visit and that no impedance issues were currently seen. The issue was reported as resolved and no surgical intervention was performed or planned, and the patient outcome was alive with no injury.